Event description:
Customer contacted us on (B)(6) 2024 to report a false positive result for covid -19 while using the covid and flu test kit. Evidence provided. Test kit was run on (B)(6) 2024. Customer mentioned that she had covid 3 weeks ago. Before starting, were the instructions read? Y/n yes may I have your lot and test kit #? Lot #: k10a111116233m6. Test kit #: 3c0c9u9v. Location of testing? Indoor/outdoor. Indoor. Was the test completed on a flat surface? Y/n yes. Was the swab rotated 5 times in each nostril? Y/n yes. Were you 6 feet from another person when taking the test? No. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Y/n yes. Was the test moved while it was running? Y/n no. How soon after the initial positive test was a retest(s) completed? 30min. What test did you use to confirm the false positive? Carestart covid-19 antigen test. How many total tests were run before getting this false positive? 0. Did the person tested, contact a healthcare provider? Y/n no. If yes, how is the person tested doing? Is the person tested undergoing any treatment? N/a. Is your kit covid/ flu or covid 19? Covid flu.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4) investigation 14mar2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect). Air bubbles in reaction chamber (design defect). Assay contamination/degradation (process failure). Improper storage/handling (use error).